Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the motor assembly, rotor, bearings and crest.

Event description:
It was reported that the device overheated. No other info was provided by the user facility.